Manufacturer narrative:
Product analysis: further analysis noted that the printed circuit board (pcb), lcd, the hanger, lower case, connectors and the seal was replaced. It was noted that the final test on automated test console passed. The epg then passed all tests with no visual/electrical anomalies. The epg conformed to specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) required corrective maintenance and repair. The epg has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) required corrective maintenance and repair. It was noted that the backlight on-off difference test for the liquid-crystal display(lcd) and the incoming tests 1 and 2 on automated test system failed. Additionally, it was noted that the connectors and the hanger were broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.